Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts and the up down and ok button contacts were misaligned. A review of the device history record confirmed that the pump was operating within specifications at the time of the release.

Event description:
The patient reported that the keypad was unresponsive. The patient reportedly suspended the pump for an hour and when she went to return to the pump, the screen was frozen and the buttons would not respond. The patient reportedly tried replacing the battery and the pump boots to verify screen but she could not confirm the verify screen. The family member verified that the pump and keypad were intact. The patient reportedly wore the pump on her waist and did not clean the pump.